Manufacturer narrative:
H11: additional manufacturer narrative: based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm perimount valve in the aortic position underwent a valve-in-valve procedure after and implant duration of approximately 3 years due to unknown reason. The tavr was performed with a 29mm non-edwards transcatheter valve.